Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is unable to use the device following gamma knife treatment. Decreased performance and headaches are not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and headaches despite the device testing within normal limits. The recipient was reportedly prescribed steroids (types unknown); however, the issue did not resolve. Programing adjustments have been made; however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.